Event description:
The customer reported that the device jaws could not be re-opened. The site contact did not know if the device applied to the tissue when this occurred. There was not pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.